Event description:
It was reported to philips that the high voltage capacitor is malfunctioning. There as no patient involvement. The field service engineer (fse) evaluated the device. The fse found the high voltage capacitor output was low and out of specification. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. It was replaced. The device passed testing and was put back into service.